Event description:
It was reported the patient received two inappropriate shocks. The lead impedance had increased and the sic (short interval count) indicated oversensing. The lead could not be explanted because it was not possible to retract the helix. It was capped. The patient outcome was noted as 'fine'.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.